Manufacturer narrative:
H4: the device was manufactured from september 13, 2019 - september 14, 2019. H10: one (1) device was received for evaluation containing 115 ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The other two (2) devices were received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors would not flow. The device was filled with cytostatic 5-fluorouracil. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.